Event description:
The customer reported that the defibrillator did not recognize the pads ECG cable. There was no report of negative pt impact.

Manufacturer narrative:
The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.